Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states that the patient has open anterior bite on lateral incisors, canine with edge-to-edge bite on central incisors, class iii occlusion on l/r, crossbite present on posterior teeth bilateral. Unable to get necessary movements to correct malocclusion without attachments or force to direct teeth to ideal position.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.